Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that the remote manager would not recover due to latch and pyxibus cable damage. A field service engineer replaced the latch and pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager failure. The customer reported that there was no delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.